Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. No unexpected vibration anomaly noted. It was unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery tests or verify the motor position encoder error alarm in the alarm history screen due to motor error alarm. Device had cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump has been alarming motor error. The customer explained he had an MRI done that morning and he felt the device vibrating when the test started and removed it before he went in any further. The customer also received a motor position encoder error alarm. The drive support cap is recessed. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.